Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap and missing end cap sticker.

Event description:
The customer reported that a piece came off on the other side of the drive support cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.